Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post port placement, there was a sudden swelling allegedly after port was flushed. It was further reported that the catheter was ruptured above the port chamber and has been torn off just at/below the fixation tunnel. There was no reported patient injury.

Event description:
It was reported that eleven months and eleven days post a port placement, there was allegedly a sudden swelling after the port was flushed. It was further reported that the catheter allegedly ruptured above the port chamber and had allegedly been torn off just at/below the fixation tunnel. Furthermore, the catheter migrated within the body in the direction of the liver. Moreover, the patient experienced swelling underneath the skin and pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port attached to a catheter in two segments were return for sample evaluations. Along with return sample one photo and x ray were provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of break on the distal end of the attached catheter were not visible and surface was noted to be granular. The edges of the break on the proximal end of the catheter segment were noted to be uneven and surface was noted to be granular. Fracture and separation were noted in provided photo. Material separation and migration were noted in image review. Therefore, the investigation is confirmed for the reported fracture, separation, and migration. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and eleven days post a port placement, there was allegedly a sudden swelling after the port was flushed. It was further reported that the catheter allegedly ruptured above the port chamber and had allegedly been torn off just at/below the fixation tunnel. Furthermore, the catheter migrated within the body in the direction of the liver. Moreover, the patient experienced swelling underneath the skin and pain. The current status of the patient was unknown.